Event description:
Nurse reported strikethrough while evaluating an impervious gown. However, it was not confirmed that fluid actually struck through to the user's scrubs. No known bloodborne pathogens; no adverse clinician impact reported.